Event description:
It was reported via repair work order that the unit would not remain in brake when the pedal was engaged due to damaged brake rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit would not remain in brake when the pedal was engaged due to damaged brake rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the unit's brakes could not be engaged. Upon completion of the manufacturer's investigation it was found that the brakes could not be engaged from the side control brake pedals due to a broken side control brake rod; however, the brakes could still be engaged using an alternative pedal on the unit. As a result, the unit could still be put into brake if needed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.